Manufacturer narrative:
Additional information added to: e2, g2 for biomed as health professional. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assembly due to failed pm, replaced iui left side. Replaced rear case recall completed. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the lvp mech assy 8100. A review of the device history record showed the device had a manufacture date of 15jun2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported failed preventive maintenance. There was no patient involvement.

Event description:
The customer reported failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assembly due to failed pm, replaced iui left side. Replaced rear case recall completed. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 15jun2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the lvp mech assy 8100. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. The device has been received and an evaluation is pending.

Event description:
The customer reported failed preventive maintenance. There was no patient involvement.